Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. Several power on resets were noted in the black box history. The battery cap threads were found to be stripped; the battery cap was found not to secure tightly to the pump and therefore unable to maintain an electrical connection. The battery compartment was also found to be cracked extending from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A new test battery cap was able to secure tightly to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with test battery cap with no power issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 alleging the patient awoke and noted the insulin pump was turned off and had no power and no vibratory or auditory functionality. The patient's blood glucose (bg) was measured at 518 mg/dl and the patient was noted to be urinating a lot and had dark urine and was positive for an undisclosed amount of ketones. The patient was also reported to appear pale and had nausea. The patient was taken to a children's hospital emergency room (ER) for treatment where she received lantus 36 units and novalog 4 units for hyperglycemia. Bg measurement after treatment was not provided. The patient was discharged from the ER to home on a backup plan. The reporter stated that the insulin pump was noted to have a crack outside of the battery compartment. The reporter confirmed that the yellow o-ring on the battery cap was visible and the battery cap was not able to be secured tightly to the pump. The reporter denied damage to the battery cap. The reporter confirmed that the battery cap had never been replaced on this pump. The owner's guide advises that the battery cap be replaced every three-to-six months. The reporter denied evidence of moisture in the pump. This complaint is being reported because the patient experienced hyperglycemia while using a damaged pump for insulin delivery and required medical intervention at the ER.